Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) machine during use, patient was connected. There was an open clamp found on an unused line. The technical service representative (tsr) explained the alarm and helped to clear it. The hp removed the cassette to do therapy again with new supplies. There was no patient injury or adverse event associated with this report. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available for analysis and the lot number was unknown; therefore a batch review could not be performed. Per "the homechoice and homechoice pro apd systems patient at-home guide", users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental report will be filed.